Event description:
It was reported that the catheter may have some issues. After the pump pocket was opened, no flow was observed during an attempted aspiration. The incision on the patient¿s side was opened where connector pin was and trimmed. Aspiration was again attempted unsuccessfully. The spinal incision was then opened, and cut catheter. Aspiration was again unsuccessful. At that point, a new catheter was implanted and tunneled from pocket to spine and was connected to existing spinal segment. The action required as a result of the event included an explant. The product issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient had less than 50% therapy relief. The location of the issue or symptom was the catheter track. The patient was not appearing to get medication per the patient¿s health care professional (hcp). After the entire catheter was assessed the hcp was still not able to aspirate. Due to the patient having several back surgeries in the past and hardware in most of spine, they were unable to place a full new catheter. The patient dose was reduced and the patient would be monitored and decided if need to come back to do full catheter with another spine surgeon who can help gain access to intrathecal space. It was later reported that the catheter access port was aspirated to see if catheter patent. It was reported that the pump was replaced due to end of life. The pump was used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found strain relief shroud, non-significant anomaly, which may or may not be explant related. Analysis of the unknown catheter found acceptable catheter testing. The unknown catheter was incomplete and returned in segments.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.